Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient's right lead was auto reducing and exhibiting high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the right lead was explanted and replaced. Reportedly effective therapy was restored.